Event description:
Pt. Offered no c/o pre treatment. He was on machine for o ne hour and 30 minutes when he complained of stomach pain. His bp was 110/62 and was given 150cc ns. He continued to have cramps and was given alternagel. He became unresponsive. He was put in tredelinburg and his treatment was stopped. Bp 162/90. Seizure activity was noted. His color was ashen anad his skin clammy. He was responding verbally. He began to have seizure activity again. And was sent tothe hospital no kinks charge were noted in the lines nor any color change in the blood noted. The patient has since returned to the facility and run without difficulty on the same arterial line.